Manufacturer narrative:
A spacelabs fse arrived onsite for further investigation. Findings show that the connection was lost between the central monitor and telemetry receiver. The customer biomed elected to replace the sixteen year old device with a spare. Spacelabs technical supported assisted the biomed with configuring the network settings following installation. There have been no reports of recurrence. This report is considered complete and the matter closed.

Event description:
Spacelabs received a report that on (B)(6) 2017, a loss of telemetry monitoring occurred on the central monitor. No one was injured as a result of this event.